Event description:
No additional information reported by the customer.

Manufacturer narrative:
Updated: d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported foreign material issue was not confirmed, and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited foreign material at the distal end during reprocessing of the device. There were no reports of patient harm or patient involvement.